Event description:
Healthcare professional reports two incidents of a patient reaction with the psn 210 dialyzer for the same patient. The first incident occurred approximately 2 months ago. It was reported that approximately 10 to 15 minutes into treatment the patient began vomiting. Treatment was stopped and resumed with an asahi am-b10-100 dialyzer without further incident. It was reported that this was the patient's first exposure to the psn membrane. The second incident occurred recently (date unknown) with similar symptoms. It was reported that this was approximately the patient's fourth exposure to the membrane and the patient had not experienced any additional reactions to the psn membrane since the first incident approximately two months ago. No medical intervention was required for the second incident. Treatment was stopped and again resumed with an ashai am-b10-100 dialyzer without further incident. It was reported that the patient has recovered and continues to use the asahi membrane without incident.